Manufacturer narrative:
A2: age at time of event: 18 years or older. E1: initial reporter address 1: (B)(6). Device evaluated by MFR: a mustang 10.0 x 40, 75cm was received for analysis. A visual examination of the returned device found that the balloon had been inflated and was not refolded. A visual examination identified a balloon longitudinal tear beginning approximately 5mm proximal of the proximal markerband and extending approximately 48mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. Two 10.0 x 60, 75cm and one 10.0 x 40, 75cm mustang balloon catheters were selected to treat the lesion. However, the balloons ruptured upon inflation despite being high-pressure balloons. The procedure was completed a non-boston scientific balloon catheter. There were no complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula. Two 10.0 x 60, 75cm and one 10.0 x 40, 75cm mustang balloon catheters were selected to treat the lesion. However, the balloons ruptured upon inflation despite being high-pressure balloons. The procedure was completed a non-boston scientific balloon catheter. There were no complications reported and the patient was stable.